Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
The customer observed discrepant results between the cobas ampliprep/ cobas taqman (cap/ctm) hiv-1 test (version 1.0) and the cap/ctm hiv-1, v2.0 test during a study with patients known to be infected with (B)(6) and tuberculosis. The customer performed testing off-label, as they diluted the samples and the tested samples were stored for over one year. These procedures are not validated as per package insert claims. The samples were diluted 1:10 with pbs buffer in order to obtain sufficient volume for the study. According to the package insert, samples should only be diluted if the samples are above the range of the assay - 1.00e+07 cp/mlml and the dilution should be performed with negative human plasma. The undiluted patient samples were frozen for about one year and 10 of the original samples were diluted 1:10 and reanalyzed with the cap/ctm hiv-1, v2.0 test. As stated in the package insert "plasma specimens were shown to be stable for six weeks if frozen at -20c to -80c." The customer did not provide any raw data for their testing or the kit batch used to generate results with the cap/ctm hiv v1.0 test. The 10 samples were sent for sequencing analysis. (B)(6) sequences were obtained for only 3 of the 10 samples. For the 7 samples that did not generate (B)(6) targets, the extended storage of the samples could have contributed to the lack of (B)(6) sequence in the samples. The (B)(6) target could have degraded during the off-label storage period such that it was not detectable by sequencing analysis. For the 3 samples, mismatches to the cap/ctm hiv-1 v1.0 test's primers and/or probe were identified that may affect (B)(6) amplification and/or detection. This could explain the lower results obtained for these samples with the cap/ctm hiv-1 v1.0 test. As stated in the package insert, "though rare, mutations within the highly conserved region of the viral genome covered by the test's primers and /or probe may result in the under-quantitation of or failure to detect the virus." For the 3 samples, no mismatches to the cap/ctm hiv-1 v2.0 test were identified that would be expected to affect assay performance. Therefore, these sample results would be correctly quantified. Based on the available information, no product non-conformance was identified. (B)(4).

Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test, version 1.0 when compared to the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. The customer site reported that in 2010 they had a total of 10 study samples, diluted 1:10 with pbs buffer (which is an off-label practice), that generated undetectable results with the cobas ampliprep / cobas taqman hiv-1 test, version 1.0. The samples were reanalyzed with the cobas ampliprep / cobas taqman hiv-1 test, version 2.0 and 7 out of the 10 samples were detected. All 10 of the study samples were (B)(6).